Event description:
Customer reported the insulin pump has alarmed no delivery a few times. Customer stated the alarm tends to occur when he tries to bolus but it also has occurred during basal. Customer declined troubleshooting. Customer blood glucose was in the 160 to 170 mg/dl. Customer stated the alarm did not cause the customer to have a serious injury, hospitalization, or emergency room visit. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.